Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified forearm vessel. The 4.0mm x 40mm, 75cm mustang balloon catheter was advanced to dilate the lesion. When the balloon was first inflated at 16 atmospheres, it was noted that there was a contrast dye leak. The device was removed completely from the patient and it was found out that the balloon had ruptured. There was no kink noted prior to use and no resistance was encountered during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.